Event description:
It was reported that within a few days post-implant, the patient experienced diaphragmatic stimulation, and that there was a lead dislodgement. The physician felt that the patient takes drugs at home and that actions by the patient contributed to the lead movement. The lv (left ventricular) lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 lead, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2014. (B)(4).